Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "ethibond no. 2.0 suture thread (2pl23720) lot: 1906927 ec validity: 2024-05-08 / 2109-05-10" please clarify: what is the product code ? Since ethibond unknown in database. What is the lot number? Since it was not recognized in database. What is the account name? What is the name of the procedure? What was used to complete the procedure? Was the needle removed from the patient during the same procedure? What tissue was being approximated or sutured when it broke? Was there any patient consequence or injury? What is the condition of the patient? Do you have a photo for visual analysis? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke then the needle pulled off the suture. There were no adverse patient consequences reported. Additional information was requested.